Manufacturer narrative:
Procode: d2. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports through 3012447612-2022-00294.

Event description:
It was reported that radiographic imaging showed overcorrection > 10 degrees. A re-operation was performed for removal of set screws at t11 & t12 so the tether cord could be removed between the t10/11 level and through the t12 level. This is report one of three for this event.

Event description:
It was reported that radiographic imaging showed overcorrection > 10 degrees. A re-operation was performed for removal of set screws at t11 & t12 so the tether cord could be removed between the t10/11 level and through the t12 level. This is report one of three for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to incorrect initial cord tension or other patient or surgery specific factors. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that radiographic imaging showed overcorrection > 10 degrees. A re-operation was performed for removal of set screws at t11 & t12 so the tether cord could be removed between the t10/11 level and through the t12 level. This is report one of three for this event.

Manufacturer narrative:
Corrections in a1 and b7. Additional information in a2: dob and a4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.